Event description:
It was reported that reoperation for hematoma done on (B)(6) 2022. Operative notes on (B)(6) 2022 indicate the patient received a right total hip hematoma evacuation with irrigation and debridement due to pain and bleeding wound. Multiple dressing changes due to saturation with blood prior to procedure. Upon entering the joint, the hematoma was evacuated, the surgeon did not identify any active bleeding vessels. However, he did a thorough irrigation and cauterized vessels proactively. No implants were revised. Procedure was completed without indication of complication by the surgeon. Doe: (B)(6) 2022, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.